Manufacturer narrative:
The reason for this revision surgery was reported as swelling in the area of the hip after 9 years in vivo. The previous surgery was performed on or about (B)(6) 2005 and the revision was performed on or about (B)(6) 2014. It is not known whether the previous surgery was the original surgery, however the manufacturing dates of the removed components suggest that it was. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination on (B)(6) 2015. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are 58 prior complaint against the part number 497-28-000 femoral head. The vast majority of these complaints are for revision due to dislocation, or for revision due to other causes not related to the femoral head itself. Two of the complaints (B)(4) reported bursitis or a bursa tumor, so could potentially be considered similar to the current complaint. Two additional parts listed as possibly contributing to the complaint, are part number 431-32-210, lot 435c1002, fmp neutral acetabular liner, 32mm x mp10, and p/n 400-32-000, lot 861b1009, ceramic femoral head, biolox delta, 32mm neutral. However, it is evident from the manufacturing dates of these items that they represent the new components implanted during the revision surgery, and have been listed on the complaint form in error. Examination of the returned components (28mm femoral head, and 28mm x mp10 metal-on-metal acetabular liner assembly) reveals some artifacts of removal during the revision surgery. The acetabular liner has two screw holes evident on its outer margin, where screws have been driven into the material as an aid to extracting the liner assembly from the acetabular shell. The snap features on the part perimeter are sheared off in places, as would be expected from the removal process. Aside from these artifacts, the liner assembly is in excellent condition, especially considering its age. The cocr inlay is free of damage and still very secure within the liner assembly. There is no evidence of any impingement of the neck of the femoral stem on the poly or cocr components of the assembly. The cocr femoral head exhibits some gouges near the taper face, that are most likely due to the removal process using the "pickle fork" style head removal instrument. Teeth marks are also evident on the spherical diameter of the head, most likely due to locking pliers used to grasp the head during removal. The spherical diameter of the head measures ø1.1020", well within the specified dimension and tolerance of ø1.1024" +.0000"/-.0020". Aside from the removal artifacts, the cocr components show very light scratching on their articulating surfaces, and no obvious signs of atypical or excessive wear. Given their current state, it is hard to imagine that enough material could have been shed from either of the returned products for it to be evident as "wear debris, adhered to the patient's muscle", as reported. This investigation is limited in scope because no patient information was provided, and no information as to the nature/root cause of the observed "wear debris" was available, such as a laboratory analysis. Aside from the damage caused during removal of the hip components, they are in remarkably good condition. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient's hip having a swell in the affected area. The surgeon replaced the liner and the head with new ones. Intra-operatively, wear debris had adhered to the patient's muscle. The last operation the patient had was (B)(6) 2005; it is unknown if this is the date of the original surgery. The surgeon has asked that djo investigate the wear pattern and scratches.